Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that IV pump infusing continuous chemo(cytarabine) malfunctioned. There seemed to be a dramatic increase in pressure causing fluid to back up through the tubing and create a large bubble at the top of the module sensor. The module beeped occluded many times, several rns reported flushing the lumen (some disconnected and flushed directly at the hub, and other flushed at the y-site). PICC line is very positional when lying on right side, causing occlusion. Units were on the patient at the time of incident. No harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that IV pump infusing continuous chemo(cytarabine) malfunctioned. There seemed to be a dramatic increase in pressure causing fluid to back up through the tubing and create a large bubble at the top of the module sensor. The module beeped occluded many times, several rns reported flushing the lumen (some disconnected and flushed directly at the hub, and other flushed at the y-site). PICC line is very positional when lying on right side, causing occlusion. Units were on the patient at the time of incident. No harm reported. No other information was provided.